Manufacturer narrative:
Other applicable components are: product ID: 3487a-45, lot# v686303, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the whole system was replaced and the patient was receiving effective therapy. No further complications are anticipated.

Manufacturer narrative:
Analysis of the ins found no anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Please note that the fdc, fdm, and fdr reference the disposed lead only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot: # v686303, implanted: (B)(6) 2012. Other relevant device(s) are: product ID: 3487a-45, serial/lot #:(B)(4), ubd: 23-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and other chronic/intract pain in their trunk/limbs. Beginning on an unknown date there was a loss of therapy efficacy. An impedance test showed all electrodes out on the lead. A lead revision was to be scheduled. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Only the ins was returned. The lead was reported to have been discarded by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was received into analysis on (B)(4) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep indicated that they currently have possession of the ins. It will be returned for analysis. The lead was discarded by the facility. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the plan is to explant the lead. However, the healthcare professional (hcp) is unsure what they will do with the explanted lead at this time. This information was confirmed with the hcp. No further complications were reported/are anticipated.